Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, infection.

Event description:
Patient reported "a left side deflation." Additionally, a healthcare provider reported "pain" and "infection". Device remains implanted. Left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening and wear abrasion. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify a opening striated in the radius side and crease smooth opening in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage. A crease smooth opening on anterior side assessed to a fold flaw opening.

Event description:
Patient reported "a left side deflation." Additionally, a healthcare provider reported "pain" and "infection". Device has been explanted.